Event description:
It was reported that patient with tachy device experienced failed shocks and is planning to upgrade to a dual coil lead. There is no further information available. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.